Manufacturer narrative:
The reported event of sticking platens when opened file was opened to document an event that the customer reported. No devices or logs were returned for investigation. A photo of a stuck pcu platen was provided in the site summary report, it cannot be determined whether the platen was sticky based on the photo alone. The devices were sent to biomed and will be repaired on site. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported sticking platens when the door was opened during a device fleet inspection. Devices were sent to biomed and will be repaired on site. No patient involvement was reported.